Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 587 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that a pump with a pending alarm was implanted on (B)(6) 2017. The alarm was initially noted to have occurred on (B)(6) 2017, however it was later reported that a motor stall had occurred on (B)(6) 2017 with a recovery on (B)(6) 2017. It was noted that the pump was alarming now that the pump was implanted. The device manufacturer representative (rep) was initially unaware of the case and the pump was implanted before the rep was notified, which was noted to be the reason the pump was implanted with a pending alarm. The alarm was then silenced. The patient was being monitored and the critical alarm was set to 10 minutes. No symptoms were reported.